Event description:
During the tur procedure, the ceramic beak of the tur sheath broke off into two pieces while the instrument was in the pt's bladder. The surgeon was able to remove the two pieces from the bladder using a french cystoscope and a biopsy forceps.